Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed along the infusion set tubing. The customer's blood glucose level was 222 mg/dl. During the call with tandem technical support, the customer was educated on the proper load technique and was able to successfully prime the tubing to resolve the issue. Reportedly, the customer continued using the pump for insulin therapy.